Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10,h11 corrected data: b5, h6( clinical & impact).

Event description:
It was reported that during patient use , the cardiosave intra-aortic balloon pump (iabp) unit has an abnormal noise coming from the compressor. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d1(brand name), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a abnormal noise from the machine while using it on a patient. A getinge field service engineer evaluated the unit and crried out implementation of cleaning work inside and outside the equipment .implementation of inspection work based on periodic inspection record sheet. Each function confirmation good. Periodic equipment calibration is good .electrical safety confirmation is good. Running test is good. Backup battery and pm screw kit replaced.compressor and filter replaced to repair abnormal noise from the compressor. The failure analysis and testing department received compressor scroll for evaluation. This part was received with a reported unit failure message of abnormal noise from the compressor. Performed visual inspection of this part received and part looks to be in condition. The failure analysis and testing department verified the abnormal noise coming out from the compressor during pumped the unit. Compressor failed testing. Retaining compressor in the fat dept. As per procedure rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use , the cardiosave intra-aortic balloon pump (iabp) unit has an abnormal noise coming from the compressor.